Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar, and a kink in the distal shaft located 8 cm from the tip and tip damage (ovalized). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-nov-2017. It was reported that the catheter got kinked. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, strong resistance occurred when inserting an unspecified balloon catheter into the guidezilla. When the physician attempted to insert the unknown balloon catheter by pushing and pulling it several times, it was noted that the guidezilla was kinked. The procedure was not completed. There were no detachments on the device during the procedure. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete separation at the collar.